Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient died. The 96% stenosed target lesion was in the left anterior descending (lad) artery with a 2.2mm reference vessel diameter and a 14mm lesion length. No attempt made for direct stenting. A 2.25x16mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. The patient experienced sudden cardiac death 15 days post index procedure. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.